Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, h2, h4, h6, h11. The device was not returned to olympus for inspection, so the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint is not confirmed, about: "customer reports that the images are not capturing to the gmed from the cv-190". The most probable cause of the complaint is: "cause not established". The investigation findings do not lead to a clear conclusion about the cause. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video processor experienced an image capturing issue during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.